Event description:
Brush head flew off - oral-b [device breakage]. Case narrative: consumer via call stated that brush head flew off while using for whole family. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.